Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated their high blood glucose reading with insulin pump. Customer reported having pain from the infusion set, she believes the infusion set increased her blood glucose reading. Products will not be returning for analysis.